Manufacturer narrative:
As reported the 3dmax light mesh was noted to be torn when removed from the sterile package. Sample evaluation is ongoing at this time, a supplemental emdr will be submitted when the sample evaluation has been completed. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Based on visual and manufacturing process evaluation performed, returned sample condition appears to be a manufacturing-generated condition. Per investigation performed, it was determined that the reported condition may have originated at manufacturing area mesh trim mesh to size manufacturing process. An awareness dissemination was provided to all appropriate personnel. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a procedure, when the 3dmax light mesh product carton was opened and removed from the sterile packaging. It was reported that the mesh was noted to be torn. As reported, another 3dmax light mesh was used for the procedure. It was also reported that the product carton has a crease on it.

Manufacturer narrative:
As reported the 3dmax light mesh was noted to be torn when removed from the sterile package. Sample evaluation is ongoing at this time, a supplemental emdr will be submitted when the sample evaluation has been completed. Review of manufacturing records confirms product was manufactured to specification.

Event description:
As reported, during a procedure, when the product carton was opened, the 3dmax light mesh was removed from the sterile packaging and the mesh was noted to be torn. Another 3dmax light mesh was used for the procedure. There was no patient injury. Contact also reported the product carton has a crease on it.